Event description:
It was reported that the rod cutter (03.614.021) fell apart when trying to cut the rod. Nothing broke off into patient, nothing to retrieve. No harm to patient.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. A review of synthes device history records for manufacturing revealed no complaint related issues. The product evaluation revealed that the screws holding the cutters were no longer attached. Welds are broken. Threads are stripped. The instrument appears to have undergone significant misuse to cause the damage described above. The functional design requirements, risk analysis, and drawings were reviewed to be acceptable. It is concluded that due to the damage to the instrument, the device appears to be significantly misused. It is unclear how this damage has occurred.

Manufacturer narrative:
Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. (B)(4).

Event description:
This is report 1 of 1 for (B)(4).